Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, a lead was observed to have dislodged. This was confirmed by fluoroscopy before the pocket has closed. During repositioning, the physician could not fully extend the lead helix and the decision was made to use a new lead. Patient had no issues or complications during the procedure.